Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding unknown patients who were implanted with implantable neurostimulators (inss). It was reported that the caller had previously read problems that other patients have had with the implant. The caller stated that these patients have had to go on disability due to the problems they had with their implant, and a lot of the comments were more negative than they were positive. The caller did not know any additional information. No further complications were reported.